Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and resulted in pacing inhibition of greater than 4.5 seconds. Lead measurements were stable and the patient was asymptomatic. The minute ventilation (mv) feature was programmed off and device sensitivity was increased. No additional adverse patient effects were reported.